Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttj and lot number 108761234 combination found no related information. If additional relevant information is received, a follow-up report will be submitted. Facility is not releasing device.

Event description:
It was reported that a patient had undergone a bi-lateral total knee procedure on (B)(6) 2014. The patient was reported to have tibial loosening in the right knee resulting in a revision procedure on (B)(6) 2016. Revision was scheduled for a right knee bearing exchange with possible full revision. During the revision, the following arthrex parts were explanted: ar-503tttj, lot 108761234 tibial tray and ar-503-bj12 lot 113601230 poly bearing. To complete the revision procedure the following arthrex parts were implanted: ar-513-t8, lot 10024288 tibial tray, ar-513-bj20 lot 113601407 poly bearing and ar-513-1250 10018106 tka stem extension. Follow up investigation: patient medical records note patient symptoms prior to revision included pain and swelling in right knee, with pain upon walking on some dates. Pain was reported to be worse on stairs. Examination on (B)(6) 2016 revealed that palpation of the right knee demonstrated medial joint line tenderness and lateral joint line tenderness along with trace effusion of the right knee. Exam assessment revealed effusion of both knee joints, instability of internal right knee prosthesis, bilateral knee pain. Patient records also noted the x-ray findings revealed right knee prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttj and lot number,108761234 combination found no related information. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant.

Event description:
It was reported that a patient had undergone a bi-lateral total knee procedure on (B)(6) 2014. The patient was reported to have tibial loosening in the right knee resulting in a revision procedure on (B)(6) 2016. Revision was scheduled for a right knee bearing exchange with possible full revision. During the revision the following arthrex parts were explanted: ar-503tttj (lot 108761234) tibial tray and ar-503-bj12 (lot 113601230) poly bearing. To complete the revision procedure the following arthrex parts were implanted: ar-513-t8 (lot 10024288) tibial tray, ar-513-bj20 (lot 113601407) poly bearing and ar-513-1250 (lot 10018106) tka stem extension. Follow up investigation: patient medical records note patient symptoms prior to revision included pain and swelling in right knee, with pain upon walking on some dates. Pain was reported to be worse on stairs. Examination on (B)(6) 2016 revealed that palpation of the right knee demonstrated medial joint line tenderness and lateral joint line tenderness along with trace effusion of the right knee. Exam assessment revealed effusion of both knee joints, instability of internal right knee prosthesis, bilateral knee pain. Patient records also noted the x-ray findings revealed right knee prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding. Patient male, (B)(6).